Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon noticed an ophthalmic tip was broken during use. There was no patient harm.

Manufacturer narrative:
Product manufacturing site updated due to receipt of the additional information. Manufacturer report number corrected and reported under MDR number(B)(4) . No more supplements to this number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which determined the suspect product was a phacoemulsification (phaco) tip and not a irrigation/aspiration (I/a) tip. The product was replaced and the procedure was completed.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification (phaco) tip in a tip wrench within a plastic bag was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was cracked at the air bypass (ab) hole with a slightly jagged edge. The phaco tip had even wall thickness. There was wear on the threads that was consistent with threading of the handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo provided was reviewed by the investigator. The photo is of a phaco tip in a wrench within a specimen cup, the reported product complaint was not confirmed. The complaint evaluation confirms the phaco tip was cracked. The root cause for the cracked phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the cracked phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).